Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a signal artifact monitor (sam) event for respiratory rate trend noise oversensing. Technical services (ts) was consulted, and upon review it was noted noise on the right atrial lead channel, as well as a low out of range impedance below 20 ohms on the right ventricular lead channel. It was also noticed that there were stored episodes of inappropriate anti-tachycardia pacing (atp) and shocks due to right atrial lead channel blanking and atrial driven rhythms. Ts advised on programming enhancements and in office review of the system. No additional adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a signal artifact monitor (sam) event for respiratory rate trend noise oversensing. Technical services (ts) was consulted, and upon review it was noted noise on the right atrial lead channel, as well as a low out of range impedance below 20 ohms on the right ventricular lead channel. It was also noticed that there were stored episodes of inappropriate anti-tachycardia pacing (atp) and shocks due to right atrial lead channel blanking and atrial driven rhythms. Ts advised on programming enhancements and in office review of the system. No additional adverse patient effects were reported. This system remains in service. Additional information was received indicating that this device delivered inappropriate atp and shocks for an atrial driven rhythm. Ts noted that therapy exhaustion occurred and recommended adjusting the therapy zones. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a signal artifact monitor (sam) event for respiratory rate trend noise oversensing. Technical services (ts) was consulted, and upon review it was noted noise on the right atrial lead channel, as well as a low out of range impedance below 20 ohms on the right ventricular lead channel. It was also noticed that there were stored episodes of inappropriate anti-tachycardia pacing (atp) and shocks due to right atrial lead channel blanking and atrial driven rhythms. Ts advised on programming enhancements and in office review of the system. No additional adverse patient effects were reported. This system remains in service.